Manufacturer narrative:
The device was returned for an investigation. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing.

Event description:
It was reported that there was a burning smell when powering on the device. There was no patient involvement. Upon evaluation of the device, ventec observed a failure that can cause the device to unexpectedly shut down while in use.